Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were electrograms for non-sustained high rate episodes with apparent t-wave oversensing (twos). A lead integrity alert triggered on (B)(6) 2014 due to meeting the conditions for non-sustained tachycardia and ventricular short interval counts. 157 counts occurred since (B)(6) 2014.

Event description:
It was reported that there was a lead integrity alarm on the right ventricular lead. Intermittent noise was seen on the electrogram and short v-v intervals were noted as well as intermittent t-wave oversensing. It was also noted that the patient had real ventricular tachycardia. Programming changes were made on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular lead was subsequently capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 1258t lead, implanted (B)(6) 2014. (B)(4).